Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This x-ray system has seen a high failure rate of the system's vccom board. This board failure will render the system unusable. There have been no injuries.